Event description:
This patient was brought to the hospital with multiple shocks. Biotronik representative was called to evaluate this device in the hospital. The device evaluation showed that there had been a total of 767 episodes, most of which were recent. Lead testing showed an extreme amount of non-physiologic noise. The noise was reproducible when patient was ventilated at a volume of 600cc's or more. The origin of the noise is unk at this time. The physicians will make a decision as to how to proceed depending on the patient's stability.